Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis. The pump had been implanted for 47.4 months. A follow up report will be sent when additional information is received.